Event description:
The customer contact reported device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomed dept for an unspecified reason. No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s321 malfunction alarm code was noted. No add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all info known by the reporter upon query by hospital personnel.